Event description:
The customer reported that the ventilator went vent inop while in use on patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported problem, but during review of the diagnostic log verified the vent inop error that occurred. The service technician replaced the cpu pcb board per product support recommendation. Final applicable testing was completed and tests passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.